Event description:
An ophthamologist reported that a female patient experienced fusarium ulcerative keratitis in the right eye while using renu with mositureloc multi-purpose solution. She used the product daily for one month prior to the event. The patient required corneal scraping cultures, topical antibiotics, and antifungal drops. The physician also reported this event to the FDA medwatch medical product reporting program on 06/07/2006 and forwarded a copy to bausch and lomb.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.